Manufacturer narrative:
The hydrus delivery system was discarded during the original surgery and the explanted hydrus microstent is not available for evaluation (no reason provided). The device history records were reviewed for this manufacturing lot and there were no discrepancies or unusual findings. Significant iris injury or trauma, hypotony, microstent explantation, loss of best corrected visual acuity, wound dehiscence, and unplanned secondary ocular surgical re-intervention are listed in the device labeling as potential adverse events. Manufacturer reference #: (B)(4).

Event description:
A (B)(6)-year-old male patient underwent cataract surgery on(B)(6) 2020 with implantation of the hydrus microstent in the right eye. The patient underwent selective laser trabeculoplasty 6 months prior to surgery. There were no complications during the cataract portion of the procedure and at the time of surgery, the microstent implantation was believed to be uneventful. The patient's preoperative intraocular pressure (iop) was 21 mmhg (on no iop-lowering medication) with a best corrected visual acuity (bcva) of 20/20. The patient's iop decreased to 14 mmhg one day postoperatively and 9 mmhg one month postoperatively. The implanting physician did not examine the patient postoperatively, instead the patient was examined and managed by a referring optometrist. The implanting physician examined the patient on (B)(6) 2020 and the iop was 5 mmhg; the anterior chamber was deep and there were no signs of choroidal effusion or hypotony maculopathy. An iris root tear was observed, and the hydrus microstent was subsequently explanted on (B)(6) 2020. Based on the surgeon's recall, the iris damage was likely the result of unexpected patient movement during the original surgery, where the delivery cannula dove down while inserting the microstent. The microstent was implanted in the correct position in schlemm's canal and there was no report of a device malfunction. The patient was examined on (B)(6) 2020 (post-explant) and his iop remained at 5 mmhg and bcva decreased to 20/40; he was referred to a glaucoma specialist for iris root repair.